Manufacturer narrative:
Device analysis: the device is related to the reported event rupture and capsular contracture received on october 31, 2023, with lot number 3255923. Based on the device analysis grid, the assessments of the complaint are: rupture: one opening observed on radius side assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. Additional observations: no other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 09/nov/2023.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade iii.